Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge and the display blanked out. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please reference medwatch report number 1220908-2024-03740 for a similar report from the same customer.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, impedance, defibrillation cycling, and environmental chamber testing without duplicating the report. An internal inspection resulted in no findings. The customer's multifunction cable (mfc) and external paddles were not returned for evaluation. The device was recertified and returned to the customer. Review of the device activity logs showed no indication of power related issues or the device being unable to deliver energy if all the criteria was met. No trend is associated with reports of this type.